Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report regarding a labeling issue on a tracheostomy tube. The customer reported the markings and color code indicating size were no longer visible. There was no patient injury with this event.

Manufacturer narrative:
The sample was received for evaluation and the reported issue was confirmed. A visual inspection was performed and it was observed the sample presents evidence of being used. Additionally, the labeling print of the flange showed signs of being worn. The device history record was reviewed and no discrepancies were found. The reported event is not confirmed as related with the manufacturing process. All manufacturing controls were found acceptable and effective to detect the reported failure mode. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a labeling issue on a tracheostomy tube. The customer reported the markings and color code indicating size were no longer visible. There was no patient injury with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.